Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
A 20fr genie had hardened and would not allow for traction removal. Physician cut the tube at the surface of the skin and apparently the internal dome is still in the pt.